Manufacturer narrative:
H3, h6) software data was received. Logs captured a segmentation fault (segfault) and a core file in the "qmlguiservice" on the date of the issue. Logs captured that it happened when user was in the registration task. It was suspected that the segfault in the graphical user interface (gui) service might have caused the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A11 was coded for the 3d model disappearing. A1102 was coded for the error 64. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during registration, the 3d model disappeared from the screen, and then an error 64 occurred. The system was rebooted and the issue resolved. There was less than an hour delay in surgery. There was no impact on patient outcome.